Manufacturer narrative:
Patient-specific information a5. Ethnicity and a6 race and product-specific information d4. Unique device identifier, d4 explant date and h4 device manufacture date are unknown at the time of this MDR writing. The relevant fields have been marked as ¿unknown¿ or left blank where applicable. Investigation summary. The purge cassette was received and the investigation was completed. A device history record review was completed, and the lot passed all incoming inspection checks. Data log review showed purge issues occurring and triggers an air in purge alarm. Issue resolves with a purge cassette change and air in purge alarm resolves. The returned purge cassette showed no physical abnormalities and was able to run in the lab and undergo de-air process without noted issue. There was no defect found on the returned purge cassette despite air in purge triggering in the field. The issue was an unintended use error.

Event description:
In preparation for the implantation of an impella cp device in a patient with cardiogenic shock secondary to an acute myocardial infarction, the purge cassette did not fill properly during setup. Air in purge alarm noted at time of issue. As a result, the purge cassette was exchanged and the issue resolved. The impella cp device was then implanted and operated without issue per reported details. On day three of support, the impella pump was successfully weaned and explanted, and the patient survived.

Manufacturer narrative:
D6a and d6b: added implant and explant date investigation summary priming problems: there was no defect found on the returned purge cassette despite air in purge triggering in the field. The issue was an unintended use error.